Event description:
The customer alleged that the unit was leaking cidex opa. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found the unit in use. He observed that the disinfect skinner valve line showed excess fluid. The fse replaced the skinner valve and verified the unit with an empty basin run.